Manufacturer narrative:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss. They stated that the cnss are working again, but they have not resolved the rns issues. They are not sure if both issues are related. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni) for the cns, as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Concomitant medical device information: the following device was used in conjunction with the cns. Remote network station: model: rns-9703-024, sn: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss. They stated that the cnss are working again, but they have not resolved the rns issues. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's stations (cns) and the remote network stations (rns) were in comm loss. They stated that the cnss were working again, but they had not resolved the rns issues. They were not sure if both issues were related. No patient harm or injury was reported. Investigation summary: the customer stated this was a common occurrence. Nihon kohden technical support (nk ts) reached out to clinical (cits) for assistance. The issue is related to ticket (B)(4). The root cause is determined to be the facility's network environment. The network switch was replaced in ticket (B)(4). A review of the serial number history shows no recurrence of the reported issue. Additional information: b4 date of this report d8 was this device serviced by a third party? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss. They stated that the cnss are working again, but they have not resolved the rns isssues. No patient harm was reported.